Event description:
Physician noted a flame at the tip of the handtrol bovie (valleylab model# e26010-6, lot #129284 2012-09) upon initial use during a tonsillectomy. After blowing out the flame, the tip appeared seared. The bovie was not in contact with the patient and no injury occurred. The bovie was changed with no further problems. The bovie was tagged, valleylab was notified and the bovie was sent to them for inspection.